Event description:
It was reported that the atrial lead exhibited loss of capture. The pulse generator was reprogrammed. Patient would return to clinic in a month.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.